Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported the device was fired across the cystic duct once and the clip scissored. The surgeon pulled the clip off of the duct and fired another clip. This clip did not fully close. Another er320 was then opened to complete the case. There was no consequence to the pt.